Event description:
Information received from broadspire: it was reported that the patient has pain, metallosis - elevated levels of chromium & cobalt , clicking noise. Additional information received from legal: plaintiff alleges the left rejuvenate hip implanted on or about (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. As reported by rep: "revision of left total hip. Patient had rejuvenate stem removed...patient cobalt level was 18." Spoke to rep. A rejuvenate modular stem and neck, and cocr head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.